Event description:
It was reported to resmed that a patient using an astral device went into respiratory distress with severe retractions and diaphoresis allegedly due to a water saturated device filter and water ingress of the ventilator. User reported recalibration of the circuit failed and replacement of the expiratory flow sensor with no resolution. Patient was manually ventilated and placed on an alternate, non-resmed ventilator.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#:(B)(4). FDA reference#: medwatch (B)(4).

Event description:
It was reported to resmed that a patient using an astral device went into respiratory distress with severe retractions and diaphoresis allegedly due to a water saturated device filter and water ingress of the ventilator. User reported recalibration of the circuit failed and replacement of the expiratory flow sensor with no resolution. Patient was manually ventilated and placed on an alternate, non-resmed ventilator.

Manufacturer narrative:
Based on our testing of the returned device with serial number (B)(6), the device functioned as expected. Review of the device data logs confirmed two occurrences of ¿check circuit and filters for blockages, leak or water. Repeat learn circuit.¿ alarm which indicates device detection of circuit blockages, leaks or build up of water. Pursuant to the resmed internal investigation report, no device fault was found and the device was confirmed to meet specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4). FDA reference#: medwatch (B)(4).